Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "error message" was confirmed. During service, the device produced an e6 error message. If additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from USA stating that the device was reporting an error message. The device was being used during surgery. There is no patient/user injury or medical intervention reported. There is no additional information provided.